Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion." According to the customer: "the space infusion pump was used on (B)(6) 2021. At 15:40, the child was inspected for rehydration. At 20:20, the child was inspected for rehydration and it was found that the infusion pump was in normal operation, but the liquid was not reduced and no alarm was given, which could not achieve the purpose of treatment. So there was problem with the infusion pump. Then replaced the infusion pump". "

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed.